Event description:
The following information was received by baxter global pharmacovigilance (gpv) and is a report by a nurse in the USA of patient made mistake, touch contamination, did not wear a mask and clean the exchange area before starting peritoneal dialysis (pd) therapy and peritonitis in a patient coincident with dianeal, unknown, therapy. On (B)(6) 2012, the patient was hospitalized and diagnosed with peritonitis. Treatment rendered for the events was not reported. The nurse stated that the patient made a mistake, made a touch contamination, did not wear a mask and did not clean the exchange area before starting pd. Pd therapy was reported to be ongoing. The nurse stated that the event of peritonitis was related to dianeal therapy. The outcome of the peritonitis is unknown. Concomitant therapy was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique. Complaint is confirmed because the nurse reported the patient experienced peritonitis due to patient made mistake/touch contamination (not wearing a mask and did not clean the exchange area before starting pd). The assignable cause was not determined. A labeling review was performed. The homechoice apd (automated peritoneal dialysis) systems patient at-home guide states: "follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Always put on a face mask and wash and dry (or disinfect) your hands thoroughly. A direction insert provided with the product includes: warnings to use aseptic technique when performing the therapy. The insert also warns that contamination of any portion of the fluid path may result in peritonitis. It instructs, do not use if tip protectors are not in place and that the automated pd set is intended for single use only. Directions state that when preparing the disposable set, starting therapy, adding medication during therapy, and ending therapy, patients are instructed to "use aseptic technique." The patients are also instructed to put on mask, clean and/or disinfect hands as per local clinical practice guidelines and training. Additionally, the directions include step by step instructions to ensure unused clamps are closed, that the luer connections are secure, and the patient line is properly primed before starting therapy. Current labeling provides ample instructions related to prevention of the suspected use errors in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Baxter will continue to monitor similar reports to determine if further actions are required.